Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. After the customer changed the cartridge and infusion tubing, the alarm reoccurs. Prior to contacting tandem technical support, the customer performed a system delivery check and the system performed as expected. However, as the customer ended the phone call with cts, the cause of the occlusion alarm could not be confirmed. Although requested, additional information was not provided.